Event description:
It was reported by service report that the scale and bed exit were not working and the auxiliary power cord was frayed. The customer reported that they did not know there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Load cell. Aux power cord.